Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. Complainant confirmed no lot available. Call attempts made to obtain further info is recorded as follows: first attempt made on (B)(4) 2014 to obtain further info, complainant returned call on (B)(4) 2014 with add'l info as follows: "wocn does not have specific info for this case. She can only report that the device was discontinued. The pt met criterial for fms signal insertion. Diagnosed by colonoscopy with rectal mucosa laceration and treated by a colorectal surgeon. Unk status of pt or specific details of treatment. This is one instance that occurred over a 5 yr period." No add'l pt/event details have been provided to date. Should add'l info become available, a f/u report will be submitted. Note: this is the second instance of a pt with laceration. This case is related to pt identifier #: (B)(6) reported under manufacturer's report #: 1049092-2014-00129. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. Both potential manufacturing site numbers are listed below. A return sample for eval is not expected. Reported to the FDA on (B)(4) 2014. The actual date of event (date of event: the date used was the date convatec became aware). Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.

Event description:
It is reported that the pt developed laceration possibly after the insertion of the fms device, which may have happened when the catheter seeded in the recal vault. It is unk if more than 45mls of fluid was instilled in the balloon. Reports device was discontinued and no other med intervention. No untoward effect reported.